Event description:
It was reported by the clinician that a resident was placing the catheter and they experienced difficulty with the spring wire guide (swg). During the removal of the swg from the catheter, the resident realized the wire was frayed and had unraveled. The swg was removed intact without incident. It was noted they felt the wire appeared to have been possibly caught on the tip of the needle, or dilator, or simply unraveled upon insertion. As a result, additional kits were opened to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed, if additional information becomes available.